Event description:
It was reported that the patient underwent implant surgery of posterior spinal fixation (l1 to pelvis). The patient was in intensive care unit (ICU) post implant surgery and then discharged home. One month post-op, the setscrews had "popped out" and the crosslink came loose. No report of revision surgery at this time.

Manufacturer narrative:
The set screws were not returned for evaluation. X-rays showed a complex reconstruction from l1 to the sacrum with sacral screws. Apparent l5 and a portion of l4 was removed with vertebral body replacement. This has translated anteriorally in its superior aspect, and set screws have come loose on the right at l1.